Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that patients information was not showing on all stations. A technical support specialist accessed the station and verified that communication with the server was functioning properly. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was not showing patients information. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.